Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Expressew iii passer/gun feels like there is too much friction while deploying needle. During the case, physician deployed needle through cuff and needle broke after first pass. Less tension was put on cuff during second attempt. After second needle was opened and used to pass suture through cuff, this needle broke after first pass. Physician feels the gun needs to be sent back and evaluated for "wear and tear". States it feels like needle is "sticking" in the gun. Opened second expressew iii gun to complete the case. The following information was received from our sales rep via email on (B)(6) 2015; the first needle broke off in the patient and was removed. The second needle that broke occurred outside of the patient's shoulder. Both broken needles were discarded. See associated medwatch # 1221934-2015-00807.

Event description:
Expressew iii passer/gun feels like there is too much friction while deploying needle. During the case, physician deployed needle through cuff and needle broke after first pass. Less tension was put on cuff during second attempt. After second needle was opened and used to pass suture through cuff, this needle broke after first pass. Physician feels the gun needs to be sent back and evaluated for ¿wear and tear¿. States it feels like needle is ¿sticking¿ in the gun. Opened second expressew iii gun to complete the case. The following information was received from our sales rep via email on (B)(4) 2015; the first needle broke off in the patient and was removed. The second needle that broke occurred outside of the patient¿s shoulder. Both broken needles were discarded. See associated medwatch # 1221934-2015-00807.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.